Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station keyboard was not working. The customer stated that they tried to reboot and recover but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working. A field service engineer (fse) found the keyboard was not functioning and replaced it. The unit was tested and verified to be working properly. The customer confirmed successful operation through the inventory application without any issues. The system functioned as intended after the field service engineer repaired the device.